Manufacturer narrative:
All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The device from this complaint was returned and evaluated at the service center. An evaluation was performed for the customer reported issue of the unit ¿keeps feeding even when on hold.¿ based on the findings for the reported issue was not confirmed. The returned unit did require servicing. The service center replaced the damaged serial number label (illegible) and outdated battery. The possible root cause of outdated battery could be related to expiry. Service also updated the software from ver. 1.010 to ver. 1.010 with the flash chip ver. 14.008. Complaint trending information is reviewed on a routine basis and if a trend is observed, corrective actions will be taken as necessary.

Manufacturer narrative:
The device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the enteral feeding pump kept feeding even when it was on hold. This occurred while the pump was in use with a patient. The patient was overfed by 200 ml. The volume was set to deliver 700 ml at a rate of 60 ml per hour and the patient received 900 ml over an unknown period of time. Jevity formula was being delivered via a g-tube with a joey spiked feeding set. The feeding set was only used for that one day. There was no patient harm and medical intervention was not needed.